Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n508714005, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon (unknown concentration and dose) via an implantable infusion pump for hypoxic ischemic encephalopathy. It was reported that at the time of pump replacement on (B)(6) 2021 due to pump battery life, the drug in the catheter could not be removed. Catheter replacement was needed, but it was stated the patient could not change body position during the operation due to spasticity. The patient was transferred on (B)(6) 2021 in order to replace the catheter. It was stated there was no problem with the postoperative course. Further complications were not reported. Additional information was received. Clogging of the connector was found during the catheter replacement. The products were discarded by the customer.